Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with her sensor glucose readings. Customer's blood glucose level dropped to 39 mg/dl. While shopping in the store the customer treated her blood glucose level with chocolate. Troubleshooting was declined. The device was not returned.